Manufacturer narrative:
Evalution summary: it was caused due to a physical damage on the bending rubber. In addition, we comfirmed that insertion flexible tube (ift) buckle, the light guide fiber bundle (lcb) brake; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image failure, ccd-filter becomes detached after bending rubber replacement.